Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on multiple occasions the wake button was not responding to presses. Reportedly, the button began functioning again before troubleshooting with tandem technical support could be performed. Customer's blood glucose level was not impacted.